Manufacturer narrative:
The clinical analyst has reviewed the file and stated the following: ¿the surgeon reported that during surgery the eye was going soft and not maintaining 60mmhg of infusion pressure. The surgeon noticed the infusion chambers where not filling back up and the chambers were down to the bottom and no fluid was coming from the bottle. Additional information was requested with none received to date. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations. Acute ocular hypotony is common during many intraocular surgeries. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the parameters be it manually or through the machine to adapt to what is being performed during surgery. The operators manual notes the system is a closed loop system that adjusts iop. The iop control cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line.¿ the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 7, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery a patient's eye was going soft and not maintaining 60mmhg of infusion pressure. It was indicated that the infusion chambers were not filling back up. The chambers were down to the bottom and there was no fluid coming from the bottle. Additional information has been requested.